Manufacturer narrative:
The late report is due to a delay in receiving supporting data for preparing an accurate reporting rational. However a reportability pre-assessment and on going complaints monitoring has determined that the safety risks related to the reported failure if this was to recur, would be as far as possible.

Event description:
Customer (hearing care professional) reported on behalf of end user: "3-5 minutes after turning on hearing aid, makes loud, obnoxious crunching fan noise". The end user experienced that the hearing aid made loud, obnoxious crunching fan noise, similar to white noise however "the sound was not too loud". The duration of the sound was longer than 10 seconds. The sound has not been reported painful and no harm has been reported.